Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4) .

Event description:
The international customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported there was no patient involvement.